Manufacturer narrative:
The device was returned. The interrogation results were normal, the visual screen was acceptable, and device image download successful. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device. Further information was requested but not received.

Event description:
It was reported that the patient presented for system extraction due to pocket infection. The entire system, including the implantable cardioverter defibrillator, right ventricular lead, right atrial lead, and left ventricular lead was explanted. Patient status was not reported.